Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating machine not switching on, op check test not passing. The rse (remote service engineer) confirmed problem resolved after resetting battery & reperforming op check, device is no issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.